Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.